Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative clarified that the 'mandrin' was the short stylet used to connect the lead to the twist lock cable.

Manufacturer narrative:
Analysis of the lead, model 3387-28, serial/lot # unknown, found lead proximal end insulation broken under connector. The outer insulation is broken under the #0 connector sleeve. There is no evidence of high longitudinal stresses placed on the lead and there is a cut appearance near the opening where the wire exits the tubing, indicating a weakness in the tubing or that the reflow may not have sufficiently bonded the tubing under the #0 connector.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) via a manufacturer representative reported that at the end of an operation during implantation of the electrode, the hcp removed the mandarin at the proximate end of the electrode and with the mandarin the isolation of the electrode detached. It was noted that the hcp was a very experienced physician who had performed many procedures and knew how to handle the products. Troubleshooting was noted to include a few minutes to order another electrode, and that part of the operation was critical for brain shift or similar. The hcp changed the electrode and the issue was resolved.. To the representative's knowledge, the consumer was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.